Event description:
It was reported by the patient that they are feeling tapping in the middle of their chest. The patient also noted that three weeks prior, they received a shock from their cardiac resynchronization therapy defibrillator (crt-d) which knocked them out of their recliner and post shock was when the tapping sensation began. The patient noted that the ¿shocking portion¿ of their crt-d was deactivated and noted the clinic was unsure why the crt-d shocked them. Lastly, the patient reported that their crt-d is toning for a couple seconds and then will not hear it for a couple of days. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 900sfc228 heart band, implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.